Event description:
Customer reportedly tested 108mg/dl or 109mg/dl on the device but feeling hyperglycemic symptoms. Customer tested in the 150's mg/dl a half hour later and >500mg/dl an additional 45 minutes later at the hospital. At the hospital, customer received insulin and was admitted to the hospital where he remained 4 days. While at the hospital, customer's device read 108mg/dl while the hospital's device read at least 300mg/dl different. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.